Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the cable's insulation was damaged though it was additionally noted that the cable was functional. Analysis also found the lens was cracked and the label was delaminated. The cable, upper case and label were replaced to resolve all. The device passed its final functional and systems tests. (B)(4).

Event description:
It was reported that the insulation of the radio frequency (rf) programmer head was broken. The rf head was returned for service, test and calibration. There was no patient involvement.